Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade iii, rupture, breast pain, deformation, lump/nodule.

Event description:
Patient reported left side "pain, shooting pain, almost feels like a bruise", "scattered areas of fibro glandular density", "some irregularly of left breast implant" and "around the nipple area". Healthcare professional later reported "rupture", "textured implant", and "capsular contracture baker grade iii". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. ¿ ecchymosis: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. A workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b5, d9, h3, h6.

Event description:
Patient reported left side "pain, shooting pain, almost feels like a bruise", "scattered areas of fibro glandular density", "some irregularly of left breast implant" and "around the nipple area". Healthcare professional later reported "rupture", "textured implant", and "capsular contracture baker grade iii". Healthcare professional additionally reported "any creases". The device has been explanted and replaced.

Event description:
The device was explanted and replaced.